Manufacturer narrative:
H.3., h.6: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by non-healthcare professional it was stated that the consumer experienced discomfort, irritation and pain in the left eye just after wearing the contact lenses. The consumer visited a doctor and was diagnosed with a corneal ulcer. The consumer was prescribed levofloxacin eye drops at the frequency of six times per day and sodium hyaluronate three times per day. The doctor instructed the consumer to discontinue lens wear, and a follow up visit was scheduled. During the follow up visit, the doctor confirmed that the eye had no damage. The doctor did not instruct the consumer to come again. The consumer was allowed to resume the contact lens wear. The current status of the consumer¿s eye was that symptoms were resolved at the time of this report. Additional information has been requested but not yet received.